Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab rupture". While in use on a patient, blood was noted in the gas tubing. As a result, the iab was removed. Another iab was not inserted as the patient was stable and iabp therapy was discontinued. No patient harm or injury. Patient status reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "iab rupture" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at the time of the report. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab rupture". While in use on a patient, blood was noted in the gas tubing. As a result, the iab was removed. Another iab was not inserted as the patient was stable and iabp therapy was discontinued. No patient harm or injury. Patient status reported as "fine".